Event description:
During deployment of the popliteal stent, the tip of the device was noted to remain in the artery. Multiple attempts were made to capture the tip without success. Cutdown performed to successfully retrieve device piece.

Event description:
During deployment of the popliteal stent, the tip of the device was noted to remain in the artery. Multiple attempts were made to capture the tip without success. Cutdown performed to successfully retrieve device piece.